Manufacturer narrative:
Device evaluation summary: one cadd legacy pca pump was returned for analysis. The visual inspection of the pump found the pump in good physical condition. Functional testing included accuracy testing. The results were within the +/-6% customer specification that is printed in the legacy technical manual. But the pump failed internal test specifications. The customer stated issue was duplicated and was confirmed. Problem source was identified as out of specification expulsor.

Event description:
Information was received indicating the smiths medical cadd legacy pca pump was over delivering. . It was stated that the reported event occurred during testing. There was no patient involvement during the reported event.